Event description:
It was reported that a patient with a 6900ptfx 31mm mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 22 days due to stenosis. The patient presented with heart failure, shortness of breath, and dizziness. The procedure was performed with a 29mm 9600tfx transcatheter valve. The patient is in recovery post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.